Event description:
Additional information found that the patient would undergo a lead addition for new pain. As this is a new pain, this event is no longer reportable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient¿s lead could not deliver the desired strength. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported. Surgical intervention may be pending to address the issue. Related manufacturer reference number: 3006705815-2019-03043.